Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they hospitalized due to high blood glucose level. Customer's blood glucose value was 587 mg/dl at the time of the incident. Blood glucose value when admitted to hospital was 600 mg/dl. Time and date of hospitalization was (B)(6) 2017. The customer wearing the pump at time of hospitalization. Symptoms related to their high blood glucose was back was killing and she felt like she was having a heart attack and her niece gave her an aspirin. Only treating with pump. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will return device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the dat test at 0.08780 inches. All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, partially broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads.